Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Hypertrophic non-union, cable around proximal third of femur. Revision op date: (B)(6) 2013. Removal of item 11x380 125 degrees right 3225-0380, k111550 broken through lag screw hole. Flexion at proximal segment on initial op. Original op date (B)(6) 2012.

Event description:
Hypertrophic non-union, cable around proximal third of femur. Revision op date: (B)(6) 2013. Removal of item 11x380 125 degrees right 3225-0380, k111550 broken through lag screw hole. Flexion at proximal segment on initial op. Original op date (B)(6) 2012.

Manufacturer narrative:
Evaluation summary: evaluation revealed the long gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue fracture due to overload, contributed by intra operatively damage of the nail caused by a deviated lag screw step drill. Due to a notching effect, the misdrill most likely had created the starting point of the implant breakage at the lateral edge of the anterior bridge. Event description confirmed a hypertrophic nonunion. Consequently, the nail was not relieved by bone consolidation and had to absorb the complete load application during the implantation period. Increasing and / or permanent load application will inevitably lead to fatigue of material. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to high load application by the patient contributed by intra operative damage of the proximal drill hole. A more precise statement is not possible with the information given.